Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this device complained of discomfort. Surgical intervention was performed to reposition the system. No additional adverse patient effects were reported. The system remains implanted.